Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy fluid and abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis. Treatment and patient outcome for the peritonitis was not reported. Action taken with dianeal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction/additional information: the patient used dianeal ultrabags for peritoneal dialysis therapy (previously reported as dianeal singlebag). Should additional relevant information become available, a supplemental report will be submitted.